Event description:
According to the reporter, a suction catheter could not be passed through the product during use. No incident related medical sequelae was reported.

Manufacturer narrative:
(B) (4). Device evaluation: a suction catheter test was performed using a portex 8fr suction catheter. The catheter fit through the ID of the shaft but was snug. The test was repeated with a customer provided suction catheter with the sample. It did not fit through the ID of the tube. A stack up of tolerances in the inner diameter of the shaft tubing caused the difficulty in passing the suction catheter.